Manufacturer narrative:
Nextremity solutions became aware that a surgeon had experienced a non-union with the incore lapidus system. A call was conducted with the surgeon to obtain more information. In the call the surgeon reported that there was nothing unusual about the initial surgery. The surgeon also stated that the patient was walking on the foot after surgery without a boot, which the surgeon believes contributed to the breakage of the screws. There was no alleged or detected deficiency with the device.

Event description:
A patient was implanted with the incore lapidus system. At a later date, the surgeon found that union had not occured and that both screws had broken. The screws were removed and the area was plated. There were no patient complications reported.